Event description:
User facility claims that they were unable to obtain usable frozen tissue sections (skin excisions) during a cancer pt's surgery to determined graft area. The pt's surgery was suspended and the margins were evaluated from paraffin sections. The pt then required add'l surgery for grafting. The user facility believes that the knife and/or knife holder was loosening from the cryostat microtome and they were obtaining alternating thick and thin section (unusable).